Event description:
Hill-rom received a report from the account stating the brake not set alarm was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support troubleshot with the account and suggested checking the brake switch, caregiver and side communication control boards and tail lights. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.